Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2014; 5076-45 lead, implanted: (B)(6) 2014; 4968-60 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to lead vegetation except for the left ventricular (lv) lead which was capped. No further patient complications have been reported as a result of this event.